Manufacturer narrative:
H2) device evaluation: d3 manufacturing establishment name updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was found to have a detached upstream occlusion (uso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the uso seal, recalibrated the pump, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device failed occlusion. The event happened during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.